Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had increasing pain, leg weakness, and atrophy in right leg which affected knee; difficulty walking, standing and using stairs; swelling and difficulty lifting right leg, pain limiting daily activities, and metallic taste in mouth due to elevated metal ion levels after asr hip implant. MRI revealed pseudocapsule consistent with metallosis and partial tears of gluteus medius and mimimus. Revision surgery revealed large amount of brownish joint fluid and typical grayish yellow synovium consistent with metallosis, and synovectomy performed.

Event description:
Litigation alleges patient had increasing pain, leg weakness, and atrophy in right leg which affected knee; difficulty walking, standing and using stairs; swelling and difficulty lifting right leg, pain limiting daily activities, and metallic taste in mouth due to elevated metal ion levels after asr hip implant. MRI revealed pseudocapsule consistent with metallosis and partial tears of gluteus medius and minimus. Revision surgery revealed large amount of brownish joint fluid and typical grayish yellow synovium consistent with metallosis, and synovectomy performed. Update: 2/14/203 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.